Event description:
It was reported that the patient's vns had shown high impedance. The vns was disabled following the observation of high impedance. X-rays were order by the medical professional and sent to the manufacturer for review. The x-rays were received by the manufacturer and reviewed. The lead visibility was diminished in the neck area due to the quality of the x-rays images. No apparent sharp angles or gross fractures were identified in the visible portions of the lead. However, a segment of the lead is behind the generator and the visibility of the lead is lost at the neck and these could not be fully assessed. Based on the x-rays received, the cause for the high impedance could not be determined. Additionally, the presence of a fracture or micro-fracture in the lead cannot be ruled out. Follow up with the medical professional revealed that patient was being referred for full vns replacement surgery. No known surgical interventions are known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent full vns replacement surgery. The company representative noted that the lead was broken at the vagus nerve and the lead was knotted above the generator. The explanted generator and lead were received by the manufacturer and are pending product analysis.

Event description:
Product analysis of the generator was completed. The generator performed according to functional specifications. With the battery still attached to the printed circuit board assembly, or pcba, that battery measured 2.595 v, which confirmed the ifi, or intensified follow-up condition, = yes condition. The electrical performance of the generator in the product analysis, or pa, lab was used to conclude that the ifi condition was expected.

Event description:
Product analysis on the vns lead was completed. The reported fracture of the lead was confirmed in the product analysis, or pa, lab. During visual analysis of the returned 32 mm portion, the (-) green electrode quadfilar coil appeared to be melted approximately 7 mm from the bifurcation. Scanning electron microscopy, or sem, was performed and identified the melted area as having being melted with re-solidified material with pitting and residual materials. Pitting and what appeared to be spatter was found on the surface of the coil strands. During analysis of the returned 31 mm portion, the (-) green electrode quadfilar coil appeared to the melted with the appearance of being pitted with melted spatter approximately 21 mm from the proximal end of the anchor tether. It is likely that stimulation was present for a certain period of time as indicated by the presence of metal pitting. With low magnification sem analysis, characteristics typical of a lead discontinuity were observed. The signs of melting indicated that the coils were exposed to a high temperature, such as electrocautery during explant.